Manufacturer narrative:
This report is submitted november 6, 2017.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017, due to a tip fold-over of the electrode array that occurred during initial implantation surgery. The patient was reimplanted with another cochlear device.